Manufacturer narrative:
Investigation: the disposable set was returned for investigation and a hole was confirmed along the perimeter weld of the channel. This was confirmed to be the source of the leak. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on our investigation of this incident and similar occurrences, a leak in the channel was identified. Although leaks in the tubing set may be the result of many different mechanisms, we have identified a specific leak resulting from a pinhole size tear that develops in the soft channel vinyl near the channel¿s hard plastic inlet connector during long procedures, typically mnc collections. This leak results in a minor blood spill that remains fully contained with system¿s centrifuge chamber. Corrective action: terumo bct has modified the standard optia filler in order to reduce the incidence of leaks in the channel of the tubing set during mnc collections, specific to this failure mechanism. The modified filler has been designed to enhance the system¿s reliability, by reducing the incidence of a specific type of disposable set leak. Modified optia filler has been released and is being installed at customer sites performing mnc collections.

Event description:
The customer reported that they received a 'leak detected in centrifuge' alarm after 4 hours into the mononulcear cell collection (mnc) procedure. The procedure had to be aborted and restarted. Rinseback was not performed, so about 150ml of blood was lost. The operator noted a pin-hole leak in the centrifuge, just left of the collect line. Patient is stable and they were able to use the collected product. This report is being filed in response to the customer filing a medwatch report ((B)(4)).